Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt never received therapeutic effect or stimulation sensation from their device. There was no known accident or incident related to this report. It was also reported that when the stimulation was turned on the stimulation was turning off by itself. This was potentially the result of going through a security gate at (B)(6). In order to rule out misuse of the pt programmer the pt began not using the pt programmer and the device was only turned on at the office. The pt was keeping a diary of when the device shuts off. The device continued to not work properly. The only suggestion was to replace the battery. Add'l info has been requested, but was not available as of the date of this report.